Event description:
It was reported that a shock impedance alert was triggered on 19-oct-2024 due to an out-of-range measurement of 126 ohms. Currently the shock impedance upper limit is programmed at 125 ohms. From available data, there is no recent noise documented on the right ventricular (rv) rate electrogram (egm). Nevertheless, technical services (ts) recommended in-office troubleshooting to rule out a lead integrity issue. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.